Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when plugging in drawer three the device didn¿t startup. The field service engineer replaced and restarted the drawer controller card to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system unexpectedly stopped responding and the screen was showing pitch black. The customer added that a local technician had checked the power outlet, power was coming in normally and no problem with the power outlet on site. The customer stated that there was no delay in patient care since medications could be dispensed from other station in the same unit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that when plugging into drawer three the device did not start up and isolated an issue to the drawer controller card. A field service engineer replaced the drawer controller card and restarted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system unexpectedly stopped responding and the screen was showing pitch black. The customer added that a local technician had checked the power outlet, power was coming in normally and no problem with the power outlet on site. The customer stated that there was no delay in patient care since medications could be dispensed from other station in the same unit. There were no adverse events or injuries reported based on this event.